Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer was having flow issues with an unspecified number of non-vented clearlink continu-flo solution sets. The customer was unable to run medication from glass vials such as nitroglycerin or propofol using the non-vented set. To resolve the issue, the customer has requested vented continu-flo solution sets. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.